Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient endured a perforation during a diagnostic colonoscopy. The indication for the colonoscopy was rectal bleeding. The surgeon reported at the descending colon, they were unable to pass through and noted the patient's abdomen was distended with pain. The procedure was discontinued, a computed tomography scan (CT scan) was performed and the patient underwent colonic repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the device could not pass through descending colon during the procedure, which caused stress to the patient and led to perforation. Olympus could not confirm relation between insufficient angulation and difficulty of passing through descending colon. The root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: - operation manual chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Additional information received: olympus field service engineer and sales representative discuss with the doctor angulation problem is common wear & tear issue as the accumulative usage has achieved > 400 in approximately 6 months old which is quite high usage. Additionally, snow effects appear on the image issues apparently it is quite normal after flushing with water, the snow effect appears due to the light¿s reflection. The users perform water flushing during the procedures to get a clearer image. It was reported that during the procedure the doctor struggled with angulation and thus the perforation happened between him and the patients only. Olympus will continue to monitor field performance for this device.